Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead was experiencing noise. No intervention has been performed. There were no patient consequences.

Event description:
New information received notes that the right ventricular (rv) lead was over-sensing noise. Programming changes were made. The patient's status was stable.